Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer was having the error code of 345.3020, and the customer wanted to know what would cause this error. I explain to the customer that he needed to replace the air in line sensor. The customer asked if he could replace the ail himself? I explain to the customer that yes he could replace the part himself or he could send it in for repair. The customer asked for the parts number and pricing which at that time I gave me the part number and transfer him to com for pricing.